Event description:
Customer reporting 8 possible false positive qv sars results. Customer states they have been testing positive since october with what they think was 8 positive results. Customer states they had 1 pcr over this time as well as 2 tests by other rapid antigen test manufacturer, which were negative. Report 6 of 8 results.

Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: phone.